Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old female patient underwent a breast augmentation revision with an unspecified gel breast prosthesis and experienced capsular contracture (baker grade 3-4) and a rupture on the right side post-operatively, which was diagnosed during surgery. The patient underwent explantation on (B)(6) 2022.